Event description:
Called to patient bedside to suction patient with in-line suction cath. Suctioning was completed. Patient then desaturated and had a bradycardia. Bagged patient with 40% fio2, heart rate returned to normal. Oxygen saturations increased to appropriate range. Patient placed back on ventilator. Vti 1cc, patient desaturated immediately with slight decrease in heart rate, bagged with 40%. Patient recovered, returned to ventilator. Noted no chest movement, vent not cycling. Tried to reset alarms would not respond. Rn bagging patient so in order to trouble shoot vent. Used touch screen with no response. No soft buttons or screen selections would work. Called for assistance from supervisor. Continued bagging patient, supervisor arrived and saw problem. She shut vent off and turned it back on. She said the problem had occurred before but it would now be okay and I should return patient to vent. I checked vent set up and alarms. Found no alteration in previous settings and vent cycling appropriately. Notified respiratory therapist specialist in nicu the following day.